Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had damage to the casing of the pump, scratches or damage on the display, rainbow effect making it hard to read, had an unexplained and random no delivery alarm. The customer declined to be transferred to technical support team. The insulin pump will not be returned for analysis.